Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the universal serial bus (usb) port connector was contaminated. The receiver was charged and displayed a white screen. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the moisture detection sticker was activated. The reported event of the screen display was frozen was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported event of the receiver display screen became frozen could not be confirmed. A root cause cannot be determined. It was reported that the device was exposed to moisture. Labeling indicates: the receiver is not water resistant; do not get the receiver wet at any time. It was reported the patient is less than 2 years old. Labeling indicates: dexcom continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The dexcom cgm system is a single patient use device (meaning you can't share the components with others) for people 2 years or older with diabetes.